Manufacturer narrative:
The device was received. The investigation is not complete.

Event description:
The customer contacted reported air in the tubing distal to the soluset. The device was being used to deliver an unspecified medication. After an unspecified length of time in use, the customer contacted reported small air bubbles in the soluset and air bubbles reportedly accumulated at the y-site distal to the soluset and air bubbles reportedly, an unspecified amount of air infused into the patient. There were no adverse patient effects. No medical interventions were reported. The tubing set was replaced and the therapy was resumed. Though requested, no additional information was provided.